Event description:
All was fine until the (B)(6) 2013, when patient started feeling her bladder "falling apart." Her doctor, dr (B)(6) told her that the mesh was falling apart and tearing up her organs. She was advised by the same doctor to have a second mesh reinserted; which she did at the (B)(6). The first mesh was not removed. The diagnosis was colorectal vaginal fistula. For the past 2 months she has been having utis. In addition, just (B)(6), she started having no feelings on her arms, fingers and legs. She is now paralyzed and totally dependent. She wants both devices explanted but the doctor says she will have to be first seen by a neurologist, a urologist, and will have to undergo a cystoscopy and colonoscopy. She would like the FDA to ask ethicon to stop the manufacturing of this device.